Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No cosmetic damage noted. Data analysis the download history files shows data from (B)(6) 2015.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was stroke. The customer had a stroke on (B)(6) 2015, after dinner, was taken by emergency medical services to a hospital. The insulin pump was removed by hospital staff so they could treat the customer's blood glucose. The customer had been diagnosed with cancer approximately two years ago, had surgery, took chemo every day in the form of a pill, and had issued with high and low blood glucose, was very anemic, had issues with glaucoma and swelling of retinas due to diabetes, kidney and heart disease. Customer had a pacemaker approximately 1 week prior to stroke. She was not wearing the insulin pump at the time of death. She had been disconnected approximately 2 weeks. She was not using sensors. The blood glucose, at the time of death, was unknown. The caller will return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. The insulin pump passed the delivery volume accuracy test.